Manufacturer narrative:
Manufacturer's investigation conclusion: it was originally reported that the patient underwent a heart transplant, and whether the outcome was device or therapy related was not provided. However, further information communicated by the account revealed that the patient was not elevated on the transplant list secondary to a device or therapy related issue, and the device operated as expected. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2024 when the patient underwent a transplant. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally communicated that the patient was not elevated on the transplant list secondary to a device or therapy related issue, and that the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent transplant. Additional information was not provided.